Event description:
As reported through the partner I clinical study, sixteen (16) months post tavr the patient was hospitalized for endocarditis of the sapien valve. The patient was placed in hospice care and expired five days later. The cause of death was infective endocarditis. The valve was not explanted. Per the medical records received, the patient was admitted with a principal diagnosis of infective endocarditis, end-stage renal disease and type ii diabetes. The patient presented with fever and severe back pain. The patient¿s blood culture was positive for gram positive cocci in clusters thus he was placed on vancomycin, gentamicin and rifampin. Cardiology saw the patient and recommended consultation with cardiothoracic (CT) surgery to determine if the patient¿s bovine aortic valve could be removed. The CT consult deemed the patient a non-surgical candidate due to comorbidities of end stage renal disease on hemodialysis. Following CT consult a family meeting was held and the family decided they wanted the patient to be in hospital/hospice care as the patient was not a surgical candidate. During this hospitalization, the patient also presented with troponins of 5.4 which increased to 6.5; troponins trended down to 5.3. The EKG showed non-specific st elevation. Increased troponins were thought to be due to non-st elevation myocardial infarction versus sepsis. CT of the head was done which showed no septic emboli. The patient continued on aspirin and statins. No intervention was done as the patient was in hospice care. Transthoracic echocardiogram (tte) results of (B)(6) 2012 (following the myocardial infarction) showed a well seated normal functioning bioprosthetic valve in the aortic position. The aortic valve¿s peak velocity was 2.9m/sec; aortic mean gradient was 17mmhg; and no aortic regurgitation was visualized. Transesophageal echocardiogram (tee) showed a mobile echodensity attached to the aortic valve, visualized in the ventricular and aortic valve leaflets; there was mild aortic regurgitation and a small paravalvular jet present. There was no left atrial appendage thrombus present. The patient¿s ejection fraction was greater than 55 percent.

Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprosthesis is remote. In this case, the aortic valve endocarditis was diagnosed sixteen months post valve replacement. The patient¿s culture was gram positive cocci in clusters; however the exact source of the infection was not clearly identified. Per report, this patient¿s clinical course was mainly affected by end stage renal disease and possibly sepsis. Tte and tee results showed a well seated and normal functioning sapien valve. There is no evidence the reported events of (myocardial infarction and endocarditis) were a result of valve dysfunction or in the case of the endocarditis, related to a sterilization failure during the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This event is being submitted past target due to an inadvertent oversight by the edwards safety associate.